Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject: (B)(6) infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). On (B)(6) 2022: dropfoot. Patient seen on (B)(6) 2022, for follow up and to consider left lower extremity nerve conduction study/emg ordered to evaluate drop foot if not improved by next visit. Patient stated he noticed this ever since coming out of cast and starting ankle range of motion exercises at home when he cannot actively bring his foot up. On (B)(6) 2022: improving. Patient is showing some element of firing dorsiflexors, no emg nerve conduction study at this time. May eventually require emg nerve conduction study."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). 29 jul 2022: dropfoot. Patient seen on (B)(6) 2022, for follow up and to consider left lower extremity nerve conduction study/emg ordered to evaluate drop foot if not improved by next visit. Patient stated he noticed this ever since coming out of cast and starting ankle range of motion exercises at home when he cannot actively bring his foot up. 01 sep 2022: improving. Patient is showing some element of firing dorsiflexors, no emg nerve conduction study at this time. May eventually require emg nerve conduction study."